Event description:
Caller reported a malfunction on pump, identified as malfunction code 16. There was no adverse impact to customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).